Manufacturer narrative:
Qn#(B)(4). The actual sample was not returned; however, the customer provided two photos for evaluation. The photos displayed a product lidstock and an introducer needle/syringe assembly. The introducer needle appears to have a large crack and leaking blood. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The customer report of a cracked needle hub was confirmed by visual examination of the customer supplied photo. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer reported that "that the cone was split lengthwise and therefore air was aspirated at the first puncture. This did not result in any damage to the patient". It was reported the wire was inserted via needle and the procedure was perfomed under ultrasound, in control. The patient was reported to be "well".

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that "that the cone was split lengthwise and therefore air was aspirated at the first puncture. This did not result in any damage to the patient". It was reported the wire was inserted via needle and the procedure was performed under ultrasound, in control. The patient was reported to be "well".